Manufacturer narrative:
Event description: "...ol catheter. Concomitant products: carto mapping system; parahis catheter." Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Concomitant bwi products: product: carto¿ xp system: us catalog # fg-4700-00, serial # unknown. Product: parahis catheter: us catalog # unknown, lot # unknown. (B)(4) are related to the same literature document. (B)(4).

Event description:
This complaint is from literature source. The patient developed pneumonia 1 day after the index ablation without general anaesthesia which was successfully treated with intravenous antibiotics. Multiple attempts have been made to obtain the adverse event questionnaire of this complaint. As for now, no further information has been made available. This adverse event is determined to be MDR reportable. Article title: ¿electrical isolation of a substrate after myocardial infarction: a novel ablation strategy for unmappable ventricular tachycardias-feasibility and clinical outcome¿. Per a report of europace. 2014 july, a single-center study was conducted on 12 patients, from december 2007 and october 2011. The aim of this study was to assess if isolation of the arrhythmogenic substrate would be a feasible and effective ablation strategy for the treatment of ischaemic vt. Median follow-up of 479 (297; 781) days. From the report there were total of 3 serious adverse events: (all these events will be reported separately.) -one patient with successful substrate isolation developed pericardial effusion during the index procedure, requiring subxiphoidal epicardial drainage. -one patient developed pneumonia 1 day after the index ablation without general anaesthesia which was successfully treated with intravenous antibiotics. -only one patient developed lv thrombus, which remained despite therapeutic oral anticoagulation during follow-up. Importantly, no symptomatic thromboembolic events occurred. There are 4 death events reported: (these deaths events will be reported separately) four patients died 304 (q1; q3, 166; 445) days after the index procedure: -two patient died due to heart failure. -one patient died due to sepsis. -one patient committed suicide. Relationship to device or procedure was not provided. No device malfunction was reported in the publication. Model and catalog number are not available, but the suspected device is the navistar thermoco...